Manufacturer narrative:
(B)(4). Catalog number, cell-dyn 3700cs analyzer, ln 2h30-01 and 2h31-03 (refurb) (B)(4). Cell-dyn 3700sl analyzer, ln 2h31-01 and 2h31-03 (refurb) (B)(4). Shear valve assembly, lot number 8921204902 and 8921167602 an expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active cell-dyn 3200, 3500, 3700 and ruby customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved. Cell-dyn 3500sl analyzer, ln 91350-01 and 91350-03 (refurb) (B)(4). Cell-dyn 3200cs analyzer, ln 4h59-01 and 4h59-03 (refurb), (B)(4). Cell-dyn 3200sl analyzer, ln 4h60-01 and 4h60-03 (refurb), (B)(4). Cell-dyn ruby analyzer, ln 8h67-01, (B)(4).

Event description:
Abbott cell-dyn systems are multi-parameter, automated hematology analyzers designed for in-vitro diagnostic use in clinical laboratories. The part of the cell-dyns with the three-piece ceramic shear valve isolates a precise volume of a sample. The aspirated sample is then isolated in three separate volume segments-one for the wbc dilution, one for the hemoglobin dilution and one for the rbc/plt dilution. The nylon washer used on the shear valve assembly may have an undersized outer diameter that can potentially get caught within an adjacent drive plate opening. When this occur, the analyzer will generate "shear valve position" faults or "rbc diluent syringe overpressure" sims. Customers may refer to the operators manual to temporarily resolve the issue. There is a potential for delay in generating patient results with no impact to analytical patient results or patient management. A product correction was issued and reported under 21cfr806 to the FDA (B)(4).